Manufacturer narrative:
The device was powered on to verify the condition. An admin set was attached and the pump immediately alarmed with a cassette not attached properly message. The sensor output was checked in manufacturing utility mode. The upstream sensor is inoperable and will be replaced.

Event description:
It was reported that the cadd-solis vip pump gave a cassette sensor error. No death or serious injury was reported in connection with this incident.

Event description:
Additional information received indicates the reported product fault did not occur while in use with a patient.